Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device is 1 year, 11 months. The event occurred at (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection. The cause of the infection was reported to be the patient's condition. The patient was treated with unspecified drug therapy and continues on vad support. No additional information was provided.